Manufacturer narrative:
This follow-up report is being filed to relay additional information. The following sections were updated: b4, d4, d9, g4, g7, h2, h4, h10.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. Visual inspection of the returned device identified that the dovetail feature was compressed/flared out and damage was present in various areas. The device history records were reviewed and no discrepancies were identified. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before insertion. Detailed instructions for insertion are provided within the surgical technique. The root cause is attributed to failure to follow instructions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 - report source - foreign: event occurred in china. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that the articular surface could not be seated on the tibial tray. After several attempts, the surgeon identified that the articular surface implant was deformed. Another implant was used to complete the procedure after a forty-five (45) minute delay. No adverse events were reported as a result of this malfunction.